Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and high impedances, and was possibly fractured. When the lead was programmed at or above threshold, diaphragmatic stimulation was observed. It was further reported that the right atrial (ra) lead exhibited frequent atrial undersensing, resulting in multiple mode switches and atrial tachycardia/atrial fibrillation recording. The physician was unable to replace the lv lead due to lack of venous access, so the device was reprogrammed to vvir mode. Atrial sensitivity was also reprogrammed, and pr logic was disabled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk crt-d, implanted: (B)(6) 2009; 419688 lead, implanted: (B)(6) 2009. (B)(4).